Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for no flash, insufficient blood flow, and air bubbles with the incident lot were not observed. Testing of the customer samples was performed and all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for no flash, insufficient blood flow, and air bubbles with the incident lot were not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had insufficient flow and air bubbles. The following information was provided by the initial reporter: material no. 367342, batch no. 9029540 -it was reported no initial blood flash, insufficient flow as well as air bubbles were observed when in vein. Confirmed that air bubbles, insufficient flow and no flash was witnessed in these wingsets. She is not requesting an replacements. She may have samples but is not sure at this time. She will look around. 3 additional complaints will be opened for the dates and lots received. Customer stated initial complaint had no specific date or lot as they had witnessed these incidents every so often for a year. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein- even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets- 12 months ago. There is no specific vacutainer tube- affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had insufficient flow and air bubbles. The following information was provided by the initial reporter: material no. 367342, batch no. 9029540. It was reported no initial blood flash, insufficient flow as well as air bubbles were observed when in vein. Confirmed that air bubbles, insufficient flow and no flash was witnessed in these wingsets. She is not requesting an replacements. She may have samples but is not sure at this time. She will look around. 3 additional complaints will be opened for the dates and lots received. Customer stated initial complaint had no specific date or lot as they had witnessed these incidents every so often for a year. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein- even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets- 12 months ago. There is no specific vacutainer tube- affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device.